Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. The results of this report indicate that the device has the signature for possible leaky capacitors due to high hydrogen content. Leaky capacitors due to high hydrogen, with a likely source being the battery.

Event description:
It was reported that the patient implanted with this pacemaker exhibited r waves that has been trending downward. The device was explanted. No additional adverse patient effects were reported.